Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7427, serial# (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient felt a severe shocking sensation at ¿the crack of [the patient¿s] butt.¿ it was stated that the shocking was so severe that the patient couldn¿t ¿move or do anything.¿ it was stated that the shocking was ¿like sticking a finger in the socket.¿ it was stated that the shocking had lasted 3-4 hours and there was nothing the patient could do. It was noted that the patient would get severe shocks once a day and mild shocks with duration of about one hour would occur 2-3 times a day. It was stated that the shocking had started 2.5-3 years ago. It was noted that the shocking had stopped after about 1-1.5 years, but had started again 4 days ago. It was stated that the implantable neurostimulator (ins) had been removed from the patient prior to having a pain pump implanted, but the leads had been left in place. It was stated that the patient¿s healthcare provider (hcp) didn¿t know the cause of the patient¿s shocking sensation. It was stated that the patient ¿couldn¿t go to a higher level with the pump because it shocks her out.¿ additional information received reported that the issue was about the lead wires that were left in after the ins was removed. It was stated that the patient still had concerns with her device or therapy, but was working with her healthcare provider (hcp) or a manufacturer representative and had scheduled an appointment for (B)(6). It was noted that x-rays had been ordered.

Manufacturer narrative:
(B)(4).